Event description:
It was reported that on literature review "clinical analysis of distal tibial metaphyseal fracture treated by distal locking of intramedullary nails internal fixation", 2 patients suffered from a superficial wound infection after having a primary surgery with the trigen distal locking of intramedullary nail system to treat a distal tibial metaphyseal fracture. The infections were resolved by changing the dressing. The outcome of the patients was not reported. No further information is available.

Manufacturer narrative:
(B)(4). Doi: 10.7531/j.issn.1672-9935.2015.06.036.

Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article from (B)(6) 2015, was from china and presented in an excel spreadsheet format in english. Per the complaint details, no further information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.